Event description:
Event description boston scientific cardiac rhythm management (crm) received information that there is concern that the battery on this implantable cardioverter defibrillator (ICD) is depleting earlier than expected. No adverse patient effects have been reported.